Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly and the jaws did not close properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.